Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: (B)(6) 2018. Expiration date: unk. Implanted: (B)(6) 2011. Explanted: (B)(6) 2019. This product is not marketed in the us. Device evaluation: the sample lens with foreign material on the lens was sent to outside laboratory (B)(4) for investigations. Micro ftir and sem-xma was performed to analyze the foreign material. The foreign material was estimated as higher fatty acid ester and phosphate ester by micro ftir. Sem-xma detected c carbon, o oxygen, p phosphorus, si silicon, calcium that are same with the component described in the literature "an example of ascites with calcification of silicone intraocular lens." Device manuacture date: unk. (B)(4). Device history record (DHR) review; based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Event description:
The reporter indicated that a ks-3ai, intraocular lens, 28.5 diopter lens was implanted into patients left eye (os) (B)(6) 2011. In (B)(6) 2011, patient had laser posterior capsulotomy in same eye. In (B)(6) 2018, an asteroid hyalosis was observed. Reportedly "the doctor found foreign material on the optical part of the lens, after seven years of its implantation", (B)(6) 2018. "As the patient complained hard to see (B)(6) 2019, the lens was explanted (B)(6) 2019. Another lens was implanted in (B)(6) 2019 and patient condition is fine. As a result of the lens analysis, a high fatty acid and calcium phosphate are detected, it is presumed that the component in the aqueous humor has adhered to the surface of the lens optical part. The cause is not specific on ks-3ai lens but depends on patient's condition such as the concentration of components in the eye.

Manufacturer narrative:
Previous address in initial MDR is not applicable. "Malfunction" should be corrected to "serious injury" in the initial MDR. Method code 3331 - device history record (DHR) is not applicable. Method code 4110 work order search: there was no similar event reported on the lot. Claim#: (B)(4).